Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the hgb reagent and priming, cleaned all incubation cups and flushing, and ran extended maintenance, which passed. Quality control and then sample comparison were also performed, which passed. The customer suspected a clotted sample was processed before this issue was observed. A review of tracking and trending for the alinity hq processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity hq processing module for serial hq00634 was identified.

Event description:
The customer observed falsely depressed hemoglobin results generated on the alinity hq processing module. Customer provided the following examples: uom = g/l. Sample 2 - hgb = 69, repeat 115. Sample 4 - hgb = 75, repeat 121. Sid (B)(6) hgb = 49.3, repeat 115. Sid (B)(6) hgb = 63, repeat 119. Sid (B)(6) hgb = 62.8, repeat 100. Sid (B)(6) hgb = 104, repeat 73.2. Sid (B)(6) hgb = 62.8, repeat 111. Sid (B)(6) hgb = 59.2, repeat 104. Customer ref range for hgb - 120 - 150 g/l. No incorrect results were reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely depressed hemoglobin results generated on the alinity hq processing module. Customer provided the following examples: uom = g/l. Sample 2 - hgb = 69, repeat 115. Sample 4 - hgb = 75, repeat 121. Sid (B)(6) hgb = 49.3, repeat 115. Sid (B)(6) hgb = 63, repeat 119. Sid (B)(6) hgb = 62.8, repeat 100. Sid (B)(6) hgb = 104, repeat 73.2. Sid (B)(6) hgb = 62.8, repeat 111. Sid (B)(6) hgb = 59.2, repeat 104. Customer ref range for hgb - 120 - 150 g/l. No incorrect results were reported out of the lab. No impact to patient management was reported.